Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had issues with high blood glucose levels. The customer's blood glucose level was 551mg/dl. The customer states there was a hospitalization for the highs. The customer states they took manual injection to help with the highs. The customer declined to troubleshoot.